Event description:
Additional information determined through shock impedance breakdown that the issue was at the distal coil, however the root cause for the high shock impedance was not able to be determined. The lead remains capped.

Manufacturer narrative:
At this time, the product remains capped. If the product is explanted and returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead had intermittent high shock impedances. The lead was surgically capped/abandoned and replaced. No additional adverse patient effects were reported.